Event description:
The customer reported an erwina exposure to staff and a patient, there was leaking from the needle. The fuller the syringe, the more likely it is to leak. The medication comes out of where the plastic meets the needle. Per additional information provided on october 05, 2022 there was no harm to either the staff or patient and no medical treatment was required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples are inspected for damages/leaks. The lot met all defined acceptance requirements and was released. No samples were returned for investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. There were no anomalies found during a review of the DHR, maintenance records, or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective and preventative action is not required at this time. This complaint will be utilized for trending purposes to determine the need for corrective actions.